Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding. The bleed at the access site prompted a hematoma, which was treated by the infusion of one unit of blood. The support remains on and has not been explanted to date of this report.

Manufacturer narrative:
The investigation into the access site bleeding major issue has been completed since the original report was submitted. The product was not returned for investigation. The root cause of access site bleeding is determined to be patient movement because the doctor mentioned that the vasculature was most likely damaged when the patient kept moving his leg.